Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
Review of the device history records indicates (B)(4) devices were manufactured and accepted into final stock on (B)(6) 2013 with no reported discrepancies. Based on the device identification the complaint databases were reviewed from 2013 to present for similar reported events regarding off-label use. There have been no other events for the lot referenced. It is reported that a left triathlon femoral component was implanted in a right knee in error. There is no indication or allegation that the subject device contributed to the reported event. The doctor explained the situation to the patient and the patient has decided to leave it in place. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was discovered after a total knee procedure that a left femoral component was implanted into the patient's right knee. This was confirmed by the postoperative x-ray. The doctor explained the situation to the patient and the patient has decided to leave it in place.

Event description:
It was discovered after a total knee procedure that a left femoral component was implanted into the patient¿s right knee. This was confirmed by the postoperative x-ray. The doctor explained the situation to the patient and the patient has decided to leave it in place.